Manufacturer narrative:
Initial reporter address: no. (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the tube core at the blue end interface was observed to have an unspecified break which resulted in an external leak of a prismaflex m150 set. The event occurred during an unspecified process step while the patient underwent hemodialysis therapy. The device was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.